Event description:
It was reported that, after a tka surgery performed on (B)(6) 2022, the patient started to experience stiffness and loss of range of motion. A revision surgery was performed on (B)(6) 2023 in where a legion ps oxin fem sz5 rt and lgn cr high flex xlpe sz 3-4 9mm were explanted. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D10, h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided for review, this patient was revised approximately 3 months post tka. The impact to the patient beyond the reported stiffness, loss of range of motion, the revision and the expected convalescent rehabilitation time cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in possible adverse effects that a decreased range of motion and unusual stress concentrations has been identified as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include alignment or size selected of the device used. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.